Manufacturer narrative:
A photo was received for sample evaluation. A photographic inspection verified the disconnection on the flow regulation device sub-assembly between the white top and the blue bottom. The customer did not follow proper protocol per labeling procedure and injection was administered above the control-a-flo regulator. Per product labeling, injection should be administered below control-a-flo regulator. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-a-flow regulator of an unspecified control-a-flow set ¿came apart and split in half while doing an IV push.¿ this occurred upon induction of anesthesia. There was no patient injury or medical intervention associated with this event. No additional information is available.